Event description:
The healthcare provider (hcp) reported telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The critical alarm interval was at 10 minutes but the patient heard the alarm every now and then. The patient thought they heard the pump alarm and experienced an exacerbation of symptoms about a week ago but per the hcp, the patient was vague. The patient was in-patient due to a uti (urinary tract infection) and ruling out sepsis. The hcp had read the logs and it showed the empty reservoir occurred (B)(6) 2014. The patient was on oral baclofen and was stable per the hcp. The patient had moved to a different state and did not have a follow-up hcp at the time of the report as the patient was not able to secure care since he moved. The reporter further stated that they were at an acute care center and did not feel comfortable filling the pump if the patient did not have medical care to closely monitor the patient. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).